Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure, in 2008. According to the complainant, the balloon leaked about 4 weeks after placement. The balloon was replaced with a second corflo cubby low profile gastrostomy device. No pt complications were reported as a result of this event and the pt's condition was reported as "good" following the replacement procedure.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.